Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after filling the cartridge with insulin, during the fill tubing step, filling took more insulin than expected and the customer was not seeing drops of insulin exit the end of the tubing during filling. Troubleshooting with tandem technical support (cts) was performed, but there were no drops of insulin exiting the end of the tubing. Reportedly, the customer does not remove air from the syringe and does not detach at the luer lock during the load process. The customers blood glucose (bg) level was impacted (300 mg/l) with ketones present. The customer took a manual injection to stabilize bg level.